Event description:
Patient reported that they lost a molar. They are unsure how the tooth broke. They have an appointment to see their dentist. Requested additional information and to provided diagnostic findings from the dental visit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.